Event description:
It was reported that the customer updated their time, personal profile, or biq/ciq settings, which resulted in a blood glucose level of 44 mg/dl. The customer consumed carbohydrates and glucose tablets to address the low blood glucose and did not require immediate third-party assistance nor lose consciousness. No injury occurred, and technical support assisted the customer in updating basal rate settings, advising them to consult with their healthcare provider for any future changes.